Event description:
Seventeen months after undergoing stent implantation, the patient was admitted with chest pain and developed ventricular arrhythmia. An angiogram revealed thrombus in the cypher stent. The thrombus was treated with an aspiration catheter and angioplasty with 3.25x15mm ottimo. Inflation time and pressure were unknown. The patient recovered and was discharged from the hospital.

Manufacturer narrative:
The male patient with a history of hypertension, lipid metabolism abnormality, smoking and previous percutaneous coronary intervention underwent the implantation of a cypher stent to the distal right coronary artery (rca). Indication for the initial evaluation was an acute myocardial infarction (mi). Approximately 5 months following implant, the patient presented with chest pain and ventricular arrhythmia and repeat angiogram revealed thrombosis. The event was treated with aspiraton and balloon angioplasty and the patient recovered and was discharged from the hospital. The distal rca was a type c lesion. The safety and effectiveness of the cypher stent has not been established in complex lesions or for use in patients presenting with an acute myocardial infarction. In addition, a patient experiencing an mi is in a hypercoagulable state that can encourage the formation of thrombus. The lesion was not pre-dilated as recommended in the instructions for use (IFU) and the stent was deployed above and rated-burst pressure. Post-dilatation was conducted. Heparin was administered during the procedure with act recorded at 236. It appears that the patient was on aspirin and ticlid post-procedure, but stopped taking the medciations, the following month. The IFU recommends that aspirin be taken indefinitely and ticlid be taken for three months (appropriately depending on patient condition). Per the procedural physician, the patient has stopped taking the anti-platelet medication and this was the cause of the thrombotic event. The device remains implanted and is not available for analysis. Thrombosis is a known potential complication of coronary stent placement and this patient's medical history increased his risk for a major adverse cardiac event. Based on the available information, there is a patient, lesion, procedural and pharmacological factors that appear to have contributed to this event. The device history review was conducted. Product met quality requirements for product acceptance", procedure requires collecting information on the aggregated DHR review report. DHR review report is located at following address:\\na.jnj.com\crdusdfsroot\juarez\quality\complaints\adverseeventdatabase. This device is not distributed in the USA; however, it is similar to USA product.